Event description:
A report was received that the patient experienced difficulty charging the ipg. The patient underwent an ipg revision procedure where the ipg was repositioned. The patient is doing well post operatively.